Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device was inserted. They proceeded to get the two clicks. When they tried to pull back the angio-seal the entire device came out of the leg. The footplate never deployed out of the angio-seal sheath to form and anchor, it stayed in the sheath. A femstop was then applied and all was well. The patient was in stable condition. The procedure outcome was successful. Additional information was received 26september2019: the procedure performed was stemi heart cath. A 6 fr. Sheath was used. A pre deployment angiogram was performed.

Manufacturer narrative:
This report is being submitted as follow up no.1 to update device evaluated by MFR and to provide the completed investigation results. One 6 fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath. The deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the sheath revealed that the anchor was still present within the sheath. For functional testing, the deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Digital force was applied to the anchor and the suture unspooled as intended with collagen but the tamper tube did not exit from the sheath. Then, the carrier tube was dissected from the sheath to discover the cause of obstruction. The carrier tube was cut and the presence of the tamper tube was confirmed. Dried blood-like substances were observed on the tamper tube. For dimensional testing, the od of the tamper tube was measured to be 0.059'' which was found within manufacturer specifications. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device was not positioned into the full-forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitely determined based on the available information.